Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer failed due to component. Field service engineer found that drawer 5 all cubies and drawer off bus and no lights on l boats so engineer swapped then user was able to inventory. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer needs maintenance and scanner not working, which caused delay in dispensing the medication. There were no adverse events or injuries reported based on this event.